Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call lost sensor alarm and bent sensor cannula. Troubleshooting for the lost sensor alarm was performed. Customer was advised that the insulin pump was no longer receiving data from the transmitter. Customer was advised to change the bent sensor cannula. Customer was advised that replacement sensors would be sent out. Customer agreed to return the sensor for further analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications also, found the cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.